Event description:
The customer reported that the ventilator began autocycling with an increased breath rate while in use on a patient. The customer reported the ventilator was alarming and no patient harm was reported. The respironics service technician was unable to duplicate the reported problem. Performance verification tests were performed on the ventilator, and all all tests passed per operating specifications. Trading data from the ventilator confirmed the ventilator total breath rate had increased to 132 breaths per minute.